Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the right ventricular lead, intermittent capture was observed after the lead was sutured. Impedance and sensing anomalies were also noted. The lead was removed from the pocket and replacement lead was successfully implanted at that time.